Manufacturer narrative:
The insulin pump passed displacement test. Pump was received with loose retainer and missing reservoir tube lip o-ring. Pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 16.9 mmol/l at the time of the incident. The customer stated that the pump was damaged around the reservoir compartment. The product was returned for analysis.